Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found dilution check failures and na precision issues. The cse replaced the sample arm due to high sample absorbance (sabs) standard deviations and abnormal reaction, aligned the arm and verified ultrasonic voltage. The cse reran sabs precision, which was acceptable. The cse replaced the integrate multi-sensor technology (imt) sensor and ran dilution check, system check and quality control (qc). During multiple follow-up visits due to the continuing issue, the cse replaced the rotary valve, verified functioning of waste pump, checked pump rate, and ran qc and precision testing, which were acceptable. The cse also replaced the auxiliary board, sensor board, pump, cable, pinch valve, and sensor. The cse ran the dilution check and precision testing. The customer was getting imt calibration failure with air detect errors. The cse replaced the salt bridge tubing as it had crystals, lubricated the rotary valve x seal due to air detect error, replaced the imt pump tubing due to issue with pump rate, and ran dilution check and qc. The cause of the discordant, falsely low na result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on a patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s), who questioned the result. The same sample was repeated on an alternate dimension xpand instrument, resulting higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.